Event description:
Per the clinic, the patient experienced infection, pain, non-auditory sensations and a performance decrement with device use. Subsequently a decision was made to explant the device. The device was explanted on (B)(6), 2017 and the patient was re-implanted with a new device during the same surgery.